Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system continu-flo solution set leaked during setup and preparation. The reporter stated that there was a 3 mm slit noted in the tubing (unspecified location). There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection using naked eye observed approximately 3mm cut in the tubing. The device was received contaminated with a hazardous chemotherapeutic agent; therefore, no additional testing could be performed. The reported condition was verified. The cause of the condition was due to a manufacturing issue. There are manufacturing process controls in place to detect and prevent the condition from reoccurring; such as a high product sensor determination challenge and set up, roller sensor adjustment, manufacturing sequence was modified to include a visual reference of the product prior packaging operation, and coiling optimization of the applicable codes. Should additional relevant information become available, a supplemental report will be submitted.